Manufacturer narrative:
(B)(4).

Event description:
It was reported that a day prior to the report during surgery after needle drop attempts (many) the health care provider hcp finally got bellows and minimal toe. Therefore, proceeded with the lead placements, tested each electrode,and got motor response on 0, 1, and 2. Hcp then proceeded to follow the appropriate steps until she connected the original neurostimulator ipg and perform an impedance check prior to closing. The impedance check revealed 6-7 electrode combination impedances. Therefore, they disconnected the device, wiped down the lead, looked for visual imperfections, and reconnected for our next impedance check. The same results occurred where multiple electrodes were impeded. We tested the lead/patient motor response again to confirm that the lead was not the issue. It showed that there were not any issues. One final impedance attempt at higher amplitude was performed but multiple impedances still occurred. When hcp was attempting to remove this ipg from the pocket, the lead fell out of the connector without use of the torque wrench. They thought that was strange and assumed that the ipg was defective. While waiting for a new ipg, we tested the lead and confirmed motor response. Lead response was positive. Once the new was delivered, hcp attempted connecting the device to the lead by turning the set screw with the torque wrench but the lead continually fell out of the new ipg connector. At this point they now assumed that the original lead was defective and had a smaller diameter than what was considered standard so they decided to remove this lead and re-implant another lead. Prior to implanting this new lead, they attempted to attach it to ipg while on the scrub table and ran into the same issues of the lead falling out of the ipg connector after using the torque wrench to tighten the set screw. All of the wrenches on the table were all tried. One of these wrenches came from a lead revision kit previously used during this procedure and it was the only one that was not a torque styled wrench. Using this wrench allowed for the lead and ipg to be successfully connected and the procedure completed the using these products and wrench. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product analysis (B)(4):the setscrew in the ins was screwed all the way in when received. The tecothane in the ins connector module is damaged, which provides prove that the setscrew was backed out too far. The ins is electrically ok. During analysis the returned ins was able to be tightened to the returned lead with the returned torque wrench. Concomitant products: product ID 3889-28, lot# va0g110, product type lead; product ID neu_wrench_acc, serial# (B)(4), product type accessory; product ID 3058, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3889-28, lot# va0gmm8, implanted: (B)(6) 2014, product type lead; product ID 3889-28, lot# va0g110, product type lead; product ID 3058, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. (B)(4).